Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found. A partial lead was returned in two pieces. External insulation abrasion caused by friction to another device or feature of the heart was noted at 7.1 cm to 7.4 cm from the referenced cut end of the lead. The lead portion was returned without the outer coil, inner insulation and inner coil.

Event description:
This report is to advise of an event observed during analysis.